Event description:
It was reported that the number "8" on the lcd panel of the high flow insufflation unit appeared as a "0. The issue occurred during a therapeutic laparoscopic cholecystectomy procedure. The staff immediately noticed but as it was just a display issue, the procedure was completed with the same device without any delays. There were no reports of patient harm.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. Based on the information provided for the investigation, the probable cause of the reported event was most likely attributed to failure of the front panel light-emitting diode (led). A definitive root cause could not be determined. Olympus will continue to monitor field performance for this device.